Event description:
During a journal review, it was noted that 16 adult and pediatric patients underwent craniofacial reconstruction involving the use of norian crs for correction of defects. One patient experienced pulsation-induced fragmentation. The patient was initially treated for exposed dura due to a slit ventricle in the calvarium. No revision was required. No long-term complications were noted in any of the patients. This is three (3) of three (3) events reported in the journal article.

Manufacturer narrative:
Initial reporter: "application of new carbonated calcium phosphate bone cement: early experience in pediatric and adult craniofacial reconstruction". Baker, weinzweig, kirschner, bartlett. Plastic and reconstructive surgery (may 2002) 1789-1796. No revision required, device not explanted. Manufacture date is not able to be determined without part number and lot number. Investigation could not be completed, no conclusion can be drawn as no device was returned and no lot number was provided.